Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: when firing on the arteria cystica, scissoring occurred on the inner maxon. On the second and third firing, the clip would not come off of the device. When the device was removed the clip fell into the patient's cavity. The clips remained in patient's cavity. Eventually, another device was used to complete the case. The clips remained in the patient's cavity.